Event description:
It was reported the patient was experiencing auto-reducing and is not receiving effective stimulation. X-rays were taken and did not indicate an issue with lead connections. The sjm representative met with the patient and lead diagnostics showed multiple invalid impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.